Manufacturer narrative:
H6. Codes: updated. Device evaluation: complaint for the failure mode "high priority alarm "411000"; system fault during clinical use" could not be confirmed as no samples or pictures were provided by the customer. Without the return of the sample(s) a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned the manufacturer will re-open the complaint for further device analysis. This malfunction does not affect the function of the device in a way that could likely result in death or serious injury.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a high priority alarm "411000" system fault during clinical use. This high priority alarm event pauses the delivery of the pump until the error is addressed. There was unknown patient involvement, and unknown signs or symptoms experienced.